Event description:
The report from the affiliate indicated that during an academic conference that was the 15th annual meeting of the society of interventional cardiology, the following info was reported: the stent showed delayed stent fracture and restenosis by plaque.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.